Manufacturer narrative:
Emdr section h6, codes c19, d12, d15 and d1102 updated to reflect results of investigation/product evaluation. H6: the gore® dryseal flex introducer sheath instructions for use (IFU) was reviewed with respect to the details provided in the complaint. The IFU provides the following warning: careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result] the 22 fr sheath has an outer diameter of 8.2 mm. In addition the IFU states possible device defects and adverse events that may occur include, vascular trauma and dissection. Product evaluation summary: the gore® dryseal flex introducer sheath-sheath (sheath) was inspected for the described tip damage. No damage was observed at the tip of the sheath component. The gore® dryseal flex introducer sheath-dilator (dilator) was inspected for the described tip damage. Damage at the tip of the dilator was observed. The root cause of the reported ¿split observed at the tip of the device¿ could not be determined with the available information.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® dryseal flex introducer sheaths as accessories. There was resistance during the insertion of the 22fr sheath through the right femoral artery. The physician attempted to advance it only with its inner tube, but he still felt the resistance. The pulse in the right femoral artery had weakened due to its dissection. Gore® propaten® vascular graft was used as a treatment for the dissection. The access vessel was changed to the bifurcation of the right internal and external iliac arteries, and the physician inserted the sheath again but he still felt the resistance. He removed the sheath and there was a small split observed at the tip of the device. The procedure was continued using the alternative 22fr sheath. Reportedly, the patient¿s blood vessels were narrow and calcification was observed. Physician¿s comment: ¿the patient was elderly and the vessel lumen was fragile. When advancing the sheath, the lumen was pulled up along with it.¿ the device (dsf2233/ (B)(6) ) will be returned to us gore for further investigation.